Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device connector did not have any visual defects, the length of the laser fiber was intact and without any physical defects, and the radio-frequency identification was working as expected; however, the distal tip appeared broken and with, what seemed to be, charring along the distal end. The charring appears that it could have been the result of smoking or burning and the complaint was confirmed. The damage was likely caused by procedural factors such as the way in which the device was handled. Olympus will continue to monitor field performance for this device. This report is related to MFR 00428 (1/2).

Manufacturer narrative:
The event is still under investigation. Should additional information be received a supplemental report will be provided.

Event description:
The customer reported that while using an olympus 200 micron single-use fiber during a procedure, smoke began coming out of the fiber and the sheath was full of smoke. According to the initial reporter, the user replaced the fiber with another of the same model/lot and was able to complete the procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.